Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.

Manufacturer narrative:
The event investigation is in progress. No product has been returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure the fenestrated bipolar forceps instrument steel cable broke at the tip. This instrument was reported as being quarantined for the issue of the wire breaking and detaching making it difficult to remove through the trocar.